Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes was "underfilling".

Manufacturer narrative:
This MDR is corrected to include multiple PMA / 510(k) numbers. The original MDR included only #k0945952. This is corrected to include the information for the additional PMA / 510(k) number: PMA / 510(k)#: k901449.